Event description:
Information was received indicating that this peripheral intravenous catheter chamber filled up with blood once the user got a flash. No adverse patient effects were reported.

Manufacturer narrative:
Two deployment chassis samples were returned for evaluation along with a package label. Both samples were examined via microscopy with no anomalies observed attributable to the leakage. One possible explanation is that if the cannulae was not fully retracted and the deployment chassis was left attached to the hub, the valve would be held open by the non retracted needle and blood could potentially leak as the returned samples show. Based on the above this complaint is not confirmed as a manufacturing defect.